Manufacturer narrative:
(B)(4). Method: lens work order search medical review. Results: visual inspection of the returned product found no visible damage to the lens. A lens work order search was performed and no similar complaints were found within the same work order. Medical review ¿ review of this file indicates that the icl was removed because it was noted to be too small during surgery. The icl was then exchanged with a longer lens. It has been determined that complications that the most probable cause for this problem is either inaccurate white to white measurement or a mismatch between white to white and the sulcus diameter. Staar recommends that the lens be removed once the surgeon determines that this condition may affect outcome of the pt¿s vision. Surgical intervention was performed to preclude serious injury. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, it was determined that the most likely root cause for the event was inaccurate white to white measurements as the result of difficulty in clinical testing. #(B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens in the pt¿s right eye. After the lens was inserted the surgeon felt the lens was too small and decided to remove it and implanted a longer (13.2) length lens. There was no pt injury. The lens was removed and exchanged during the same procedure.